Event description:
On (B)(6) 2011, pt reported on (B)(6) 2011 five of the infusion set cannulas bent when she was attempting to insert the infusion headsets. Advised pt on recall and advised to discontinue use of the infusion sets. Advised on alternative types of infusion sets available. Advised pt on the insertion assist plus device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product returned was requested.

Manufacturer narrative:
No product will be returned for eval.